Event description:
It was reported that the patient presented in clinic with the incision of their implantable cardioverter defibrillator (ICD) pocket open due to pocket erosion. The ICD was explanted. The patient was stable.